Event description:
Can¿t sit [sitting disability] , in more pain than before the injections [pain] , can feel a lump where the euflexxa was injected [injection site mass], difficulty sleeping [insomnia] , knees are still swollen [joint swelling]. Case narrative: this is a serious spontaneous case received from a consumer in united states. This report concerns a female patient (no other identifiers provided), who could not sit, could feel a lump where euflexxa was injected, experienced difficulty sleeping, being in more pain than before the injections and knees were still swollen during treatment with euflexxa (sodium hyaluronate), solution for injection, unknown concentration, route of administration and indication. Lot and batch number no provided. Dosage regimen consisted of three injections, start and stop dates were not reported. The patient reported that it had been eight weeks (unspecified date in 2024) since her third injection and her knees were still swollen. She could feel a lump where euflexxa was injected. She reported being in more pain than before the injections and that she could not sit. The patient also reported difficulty sleeping. It was reported the patient had a doppler ultrasound to eliminate the possibility of a clot. Additionally, a culture was taken to check for infection which was negative. The event of could not sit was considered serious due to disability. The events of could feel a lump where euflexxa was injected, knees were still swollen, difficulty sleeping, in more pain than before the injections were considered non-serious. Action taken with euflexxa was unknown. Outcome for the events of could not sit, could feel a lump where euflexxa was injected, knees were still swollen, difficulty sleeping, in more pain than before the injections was not recovered. The patient's medical history/procedure included doppler ultrasound (no start and stop dates were reported). No concomitant medication was reported. Sender comment: important information regarding the injection technique has not been reported, event of injection site lump conservatively assessed as related awaiting for additional information regarding doppler results, however, this injection site reaction is most likely due the injection technique. Overall listedness (core label) is unlisted. Reporter causality: related company causality: related. This ae occurred in united states and concerns the medical device euflexxa. Please report to your local health authority if required by local law. This ae is not reportable in EU because it does not meet the definition of a medical device incident according to the requirements of the mdd (B)(6)council directive of (B)(6) 1993 93/42/eec concerning medical devices) / MDR (EU) 2017/745 and/or because it did not occur in an EU + efta country + tr and ni and did not result in a corrective action by the manufacturer. No corrective action was done by the manufacturer or requested by regulators.